Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post implant pain and inflammation. As reported there is no indication of a recurrence on physical examination and the patient is planning on having imaging performed. Should additional information be provided, a supplemental MDR will be submitted. A manufacturing review was performed and found that the lot was manufactured to specification. Inflammation is listed in the adverse reaction section as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that in (B)(6) 2008 the patient underwent the repair of an inguinal hernia and was implanted with a bard perfix plug. The contact reports that the patient has experienced pain since implant and that his doctor has told him that the plug needs to be removed. As reported there is no indication of a hernia recurrence upon physical examination and the patient is scheduled to have imaging performed. The patient is also reported to have symptoms of inflammation and sexual dysfunction along with the pain. As reported the patient is otherwise healthy. The patient has made alterations to his diet in attempt to alleviate the symptoms; however, this has not been successful in alleviating the pain.